Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis. The operator attempted to power up the device, when batteries were inserted the device immediately alarms with a blank screen. It's recommended to replace the circuit board.

Event description:
Information was received indicating that the cadd legacy 1 pump is continuously alarming. There were no adverse events reported.